Manufacturer narrative:
Information contained in this report was previously submitted through asr on 15/apr/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified weight measurement in specification, deformation, crease fold, yellow particles on the outer surface of the device, and wear abrasion. Cloudiness was observed after the autoclave disinfection process. Based on the device analysis the final assessment was: no issues found related with the manufacturing process. The event of mastalgia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Pain: pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists.

Event description:
Healthcare professional reported right side mastalgia. Device has been explanted.